Event description:
When the patient stood up from the chair, the chair sensor mat did not work. The alarm box indicated it was on by the green light display and ready. Sensor mat and alarm box were removed from service and sent to biomedical engineering for evaluation. It was determined that the chair sensor pad malfunctioned.what was the original intended procedure?chair sensor was to alert (audible alarm) staff when patient stood up.